Event description:
It was reported to us that during a pt transport, the chair handle has been broken off and the chair has fallen down with the pt. Currently, the pt injury is unk.

Manufacturer narrative:
MFR's investigation is ongoing. If additional info is received, then a follow-up will be filed.